Event description:
The event involved a set IV extension smallbore 7 in/18 cm microclave clear clamp rotating luer pv 0.24 ml non-dehp where the customer reported that the IV line was found disconnected, with the distal end of the line on the floor, through which continuous heparin was infusing. The patient was unable to identify when the line became disconnected. Approximately 10 ml of solution was noted on the floor. The IV site was checked, and the extension tubing (luer lock end) was observed to have been depressed and not retracted upon disconnection of the IV line. The extension tubing and dressing were changed. The IV remained patent, and a new bag was hung. An anti-xa blood draw was collected following the event, which showed a subtherapeutic level, decreasing by 0.02 points from 0.14 to 0.12. This event occurred during infusion. There was patient involvement but no reported harm.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.